Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to having multiple fills and drains above the specified limits. The device failed the volumetric accuracy test. Temperature confirmation testing was performed and the temperature was found to be within specifications. External and internal inspections were performed and the device passed. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The door piston and foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.